Event description:
Per additional information received, this event was previously reported in error. The device performed as intended for more than five years since it was implanted.

Manufacturer narrative:
Per additional information received, this event was previously reported in error. The device performed as intended for more than five years since it was implanted.

Event description:
It was reported that a patient was revised approximately six years and nine months post implantation due to due to collapse of the expandable femoral. After six expansions of 1.5cm the device completely collapsed. Revision performed with implantcast system. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This event was previously reported under complaint ((B)(4)) in MDR 0001825034-2021-01003.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual evaluation of the returned implant shows signs of use. The implant was disassembled with help of the development team and found no significant damages apart from some wear and tear. Some movement was seen before disassembly, but that is consistent with being used. No change in the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation at this time because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is being considered for a revision approximately five years and two months' post implantation due to the expandable prosthesis failing expansion capacity. The maximal expansion documented has been around five centimeters, but it should already be nine centimeters. Furthermore, the five centimeters of maximal expansion has in the meantime already spontaneously decreased significantly at the last follow-up visit even with a regimen of restricted weight-bearing- plantar touch and use of two crutches. There is no additional information at this time.

Event description:
It was reported that a patient is being considered for a revision approximately five years and two months' post implantation due to the expandable prosthesis failing expansion capacity. The maximal expansion documented has been around five centimeters, but it should already be nine centimeters. Furthermore, the five centimeters of maximal expansion has in the meantime already spontaneously decreased significantly at the last follow-up visit even with a regimen of restricted weight-bearing- plantar touch and use of two crutches. There is no additional information at this time.

Manufacturer narrative:
The reported event was confirmed through medical records. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: medical records: history of ewing sarcoma with chemotherapy treatment (poor bone quality). Excess bone removed during initial implantation. Derotation procedure due to periprosthetic fracture. Radiographs: overall fit alignment of the implant is appropriate. Normal bone quality. No device malfunction, trauma or anatomy complications. Interval change in lengthening over a period of approximately five years seven x-rays. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.